Event description:
Pump declared an altitude alarm 21 issue, causing customer's insulin to be suspended due to the alarm condition. There was no adverse impact to the customer's blood glucose level, as the reported range was between 54-500 mg/dl. Customer attempted corrective actions including loading a new cartridge, but the alarm recurred. Technical support decided to replace the pump and the cartridge, and provided instructions for returning the problematic pump, while the customer planned to use mdi as backup therapy.